Manufacturer narrative:
(B)(4). No product returned to covidien for evaluation. Customer requested the part number for the front pcb board. The serial number precedes a corrective action performed by the manufacturer.

Event description:
Covidien received a report of a n560 with one segment that is going in and out on the spo2 portion of the display. Customer stated that there was no patient harm.